Event description:
A pump experienced an altitude alarm, which was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation. Technical support provided tips for preventing altitude alarms, which the customer acknowledged.